Event description:
Home pt(hp) reported "passing out" while using the homechoice cycler for automated peritoneal dialysis therapy. Follow-up with the hp's healthcare professional(hcp) reveals the hp was dehydrated and subsequently hospitalized from 11/25/1999-11/27/1999. Hcp states the hp was hospitalized a second time from 12/02/1999-12/13/1999 for fluid overload. Hcp states she does not attribute incidents to the homechoice cycler but to improper fluid management on the part of the hp's husband, who is the hp's caretaker.